Manufacturer narrative:
Additional information: b5, g3.

Event description:
Additional information received on 11/11/2024: the case was completed using removing the anchor and using another ar-3740sp double loaded knotless fibertak. Nothing broke in the patient. The case was delayed only to insert the new anchor; additional anesthesia was not needed.

Event description:
On 10/28/2024, it was reported by a sales representative via email that an ar-3740sp double loaded knotless fibertak loop would not cinch down. This was discovered during a let procedure on (B)(6) 2024. Another device was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to pre-mature tensioning of the device.